Event description:
When placing the pin in the 4/1 cut block, metal shavings were generated. This debris fell into the operative sight. The metal shavings were removed by the surgeon. The surgeon would like it noted that the shavings were lodged in the chamfer cut and was removed. MFR # 3005180920-2015-00156.